Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject flex video scope device fiber was stuck in the seam at the distal tip and could not be removed (tip of lumen). There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tear in the biopsy channel which would likely affect the passage of the brush instrument. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.